Manufacturer narrative:
The formed hard needle was observed to be exposed past the needle well of the bottom housing and therefore did not fully retract. The linkage assembly seen through the top housing was observed to not be fully retracted. After the housing of the device was removed, the linkage assembly was seen to move back to a fully retracted position. Score marks were observed on the interior of the top housing, indicating that interference between the linkage assembly and the housing occurred which resulted in the exposed needle. The soft cannula was observed to be damaged and shortened. The timing and cause of this damage is unknown.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached between 240 mg/dl and 270 mg/dl while wearing the pod between 4 and 24 hours. After realizing elevated bg levels, patient found the needle had not retracted as intended; this indicates that a needle mechanism failure occurred. Additional method of treatment was not provided.